Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008; lab: 11.5; inratio: 5.7. Per text " patient was given vit k". This is an adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date mean 2008; inratio confidence limits 5.7; lab: 11.5; date mean: 8.6; inratio confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits for inr testing cannot be determined. Per text " patient was given vit k." This is an adverse event case. Products will be tested when returned.